Event description:
It was reported that the attachment device was "getting hot" and the "bearings were wearing." The event did not occur during surgery. No patient harm, adverse outcome or injury was alleged. No patient or user injuries were reported. There was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The device was tested and was found to have heat.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.